Event description:
The customer called philips to report that their mp70 patient monitor's spo2 measurement had intermittent function and was cutting out momentarily. No associated spo2 alarms were reported. No adverse event involving patient or user was reported.